Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was isolated to a shorted c10 capacitor on the computer/analog pca, causing l1 to open and thermal damage to the pca under c10. The root cause for the shorted c10 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.